Manufacturer narrative:
Product evaluation. Customer report of perivalvular leak could not be confirmed through visual observations. Reports of leaflet prolapse and pannus were confirmed through observed lowered leaflet and pannus. As received, leaflet 3 appeared lower than the other two leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect and 4mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate on the outflow aspect and minimal on the inflow aspect. Host tissue fused leaflets 1 and 3 by approximately 2mm at commissure 1 on the outflow aspect. X-ray demonstrated wireform intact. Sewing ring was cut around leaflet 1 and exposed the wireform on the inflow aspect. Wireform was also exposed on commissure 1 and around leaflet 2 on the outflow aspect. Photo provided of implanted valve appeared consistent with lab findings. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Depending on the severity of the pannus, it may or may not require intervention. The device was returned for evaluation. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm pericardial aortic valve was explanted and replaced with a 11500a 23mm after an implant duration of 5 years, 8 months due to severe regurgitation, perivavular leak, leaflet prolapse, and pannus. Patient outcome was very good and the replacement valve was seated nicely with no leak. Patient was discharged on pod #3. Patient was re-admitted on pod #4 due to multiple episodes of syncope. The same day an echo was performed and it showed a normally functioning bioprosthetic valve with no evidence of pericardial effusion. A permanent pacemaker was implanted due to sick sinus syndrome, first-degree av block and left anterior fascicular block on pod #5. Patient was doing well and discharged home one day after.

Manufacturer narrative:
Corrected data: h6. Reference CAPA: 20-00141.